Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 07/29/2015 with the following findings: during testing, the display screen was found to be dim and discolored. There was no moisture visible behind the display screen. Unrelated to the complaint, the battery compartment was found to be cracked. The pump failed a leak test due to the cracked battery compartment. The pump cover was opened and no internal moisture was found.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/colorspctrm w/moist) issue. It was noted that there was moisture visible behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.